Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked through the middle port. This was identified during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured august 4, 2022 - august 5, 2022. H10: one actual sample was received for evaluation. A visual inspection was performed with the unaided eye and no issues were noted. Functional testing was performed using tap water to fill the sample and a leak was noted at the spike port bonding area of the middle port. The reported issue was verified. The cause of the condition could not be determined however, the likely cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.